Manufacturer narrative:
The product is available for evaluation, but has not been received. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
During hvad implantation, this patient underwent an emergent pump exchange due to inadequate flow that the surgeon attributed to an ingestion. The patient was implanted using a minimally invasive left thoracotomy approach without the use of cardiopulmonary bypass. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the site performed an emergent pump exchange during vad implantation due to inadequate flow, which the surgeon attributed to ingestion of "fresh, white clot" within the device. A new pump was implanted and the patient was discharged home in stable condition. It was last reported that the patient was doing well. The device, (B)(4), was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release; there is no evidence to suggest that the manufacturing processes caused or contributed to the reported event. The reported event could not be confirmed via review of the controller log files as log files covering the event date were not available for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Dimensional and functional verification of the returned device showed no deviation from current manufacturing and functional specifications. Pathology exam confirmed the presence of thrombus within the pump; however, no rotational abrasion of pump surface was observed. The most probable root cause of the reported 'inadequate flow rate' event may be attributed to thrombus ingestion within the device. Possible factors that may have contributed to the reported event include the fact that pump implantation was done off bypass and there was limited time to check the ventricle prior to pump insertion. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The IFU recommends that during the hvad pump implantation after coring, to visually inspect the left ventricle to remove any thrombus or potential obstruction to the inflow cannula. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.